Event description:
It was reported that, during valve replacement surgery, the implantable cardiac defibrillator (ICD) was contaminated and the left ventricular (lv) lead was dislodged. The device and the lead were explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.